Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was a retraction issue and needle stick injury - post use the following information was provided by the initial reporter. The customer stated: "needle stick injury occurred/does not retract." Customer was poked by the tip of the dirty needle when they thought the device was fully retracted in the hub."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections. And the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was a retraction issue and needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "needle stick injury occurred/does not retract." Customer was poked by the tip of the dirty needle when they thought the device was fully retracted in the hub."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to does not retract as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode does not retract. Bd was not able to identify a root cause for the indicated failure mode.